Event description:
The user facility reported a patient noted as high-risk percutaneous coronary intervention was going to be on an impella 5.0 for mechanical circulatory support. It was reported that the device was not able to be implanted due to the patient's vasculature. No further information is available.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.